Event description:
It was reported that a malfunction occurred while the customer was charging the pump. Customer's blood glucose level was 92 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.